Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The customer did not return the scope or the stent to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, remnants of a stent from a previous procedure, fell out of the scope into a patient. The user facility reported that the scope was reprocessed prior to the second procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the endoscopy support specialist (ess) . Please see the updates in sections: g4, g7, h2 and h10. The ess was dispatched to the user facility on august 14, 2019 , august 16, 2019 and august 19, 2019 o observe the user facility¿s reprocessing methods and provide an in-service. The ess reported that there were no deviations noted with the facility¿s reprocessing methods. However, a reprocessing in-service was provided to the customer which included proper reprocessing steps in accordance with the manufacturer¿s instruction and reprocessing manuals.